Event description:
A physician attempted arteriotomy closure using the starclose device after an unknown procedure. During the procedure, the vessel locator button would not stay down and the vessel locator wings would not engage. The physician reverted to manual compression to achieve hemostasis. There was no pt injury reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The lot number was provided. Review of the device history record for this lot is forthcoming. Any relevant finding will be submitted in a follow up report. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.